Event description:
It was reported that high capture thresholds and low r wave measurements were observed on a lead. Physician had suspected that the issue was due to scar tissue growth on the lead. Lead was capped and replaced.